Manufacturer narrative:
The pt's weight was not provided on the device tracking record received from the hospital. The report of a fibrin deposition could not be confirmed through this eval. It was communicated that the center did not return the device for analysis, because no crazing/cracking was seen around the pump was not made available for eval, a full examination of the device could not be conducted and a root cause for the reported fibrin deposition could not conclusively be determined. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a ventricular assist device. The vad coord reported that the pt underwent a pump exchange due to clot/deposition. The pt was maxed out on his eject pressure and had fibrin deposition in the pump with a loss of flash. The pt tolerated the operation well and is now home. The hospital noted that they didn't see any crazing/cracking around the housing, so they were not planning on sending the pump back for eval.